Event description:
It was reported the device was used during a laparoscopic choleystectomy procedure. It was reported by the affiliate that the device was spitting clips. The clips did not fall into the pt. There was no pt consequence.

Manufacturer narrative:
Added additional info, device was not returned for evaluation.